Manufacturer narrative:
Additional data: d.10., h.3., h.6. Device evaluation:visual analysis of the returned device identified: deformation, wear abrasion and creases. A weight test of the device was verified and the device was within specification. Bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported a right side capsular contracture baker grade unknown. Healthcare professional additionally reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side capsular contracture baker grade unknown. Healthcare professional additionally reported capsular contracture baker grade IV. The device has been explanted.